Manufacturer narrative:
As reported, upon attempting to insert a 5f mynx control vascular closure device (vcd) into an unknown sheath, the device was found to be damaged. It is stated by the rep that the term "shredded" was used to describe its condition at the time of attempted use. The device was not deployed and was immediately removed from the sterile field. There was no reported patient injury. The physician believes that the complication was due to user error rather than device defect. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection showed that both button 1 and button 2 were not depressed. The stopcock was open, with a cordis mynx syringe attached to the unit. The sealant was partially exposed but remained mounted on the delivery shaft. The sealant sleeves exhibited a severely frayed/split/torn condition. The catheter sheath introducer (csi) was not returned with the device. The balloon was deflated, the core wire was present, and the atraumatic tip showed no damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and measured within the defined specification. The measurement was obtained using a calibrated ruler. However, the slit length dimensional analysis could not be performed due to the severely frayed/split/torn condition of the sealant sleeves. A simulated deployment test was performed to evaluate device functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After aligning the tension indicator by pulling distally, button 1 and button 2 were depressed in the instructed sequence without issue. A high-magnification microscopic evaluation was performed on the sealant and sealant sleeves. This analysis confirmed partial sealant exposure and the severely frayed/split/torn condition of the sealant sleeves, consistent with visual inspection findings. Verification of sheath compatibility per device instructions for use (IFU) could not be completed, as the csi was not returned. Additionally, the insertion/withdrawal test using a laboratory sample could not be performed due to the severely frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿¿¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the severely frayed/split/torn sleeves. The exact cause of the reported event and observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant, especially since it was reported that the physician suspected user error occurred. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, upon attempting to insert a 5f mynx control vascular closure device (vcd) into an unknown sheath, the device was found to be damaged. It is stated by the rep that the term "shredded" was used to describe its condition at the time of attempted use. The device was not deployed and was immediately removed from the sterile field. There was no reported patient injury. The physician believes that the complication was due to user error rather than device defect. Other procedural details were requested but were not provided. The device will not be returned for analysis.